Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system demonstrated low out-of-range shock impedance measurements following coronary artery bypass graft (CABG) surgery. Review of prior data confirmed that impedance values had been within range before surgery. Potential causes were considered, and a chest x-ray was performed. The implanting physician expressed confidence that device or lead migration was unlikely in this patient. Longitudinal data indicated that impedance trends had remained low over the past year. At present, shock impedance measurements are within range, and the decision was made to maintain therapy. The device remains in service, and no adverse patient effects have been reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system demonstrated low out-of-range shock impedance measurements following coronary artery bypass graft (CABG) surgery. Review of prior data confirmed that impedance values had been within range before surgery. Potential causes were considered, and a chest x-ray was performed. The implanting physician expressed confidence that device or lead migration was unlikely in this patient. Longitudinal data indicated that impedance trends had remained low over the past year. At present, shock impedance measurements are within range, and the decision was made to maintain therapy. The device remains in service, and no adverse patient effects have been reported.